Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. Upon receipt, the device emitted a constant green status led, as per the reported fault. This had caused the device to present an excess current drain, which would have caused an installed pad-pak to prematurely deplete. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside a flashing red status led and failure chirp. The faults could not be replicated with a new membrane fitted. The corrosion observed within the membrane and on the membrane tail would suggest the device had been stored outside of the indicated conditions. However, this could not be verified by other means, i.e. No corrosion was observed on the device exterior and no out-of-range temperatures were observed in the device memory. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Samaritan 300 AED showed a green indicator light interrupted buy a short chirp and red flash. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Samaritan 300 AED showed a green indicator light interrupted buy a short chirp and red flash. There was no patient involved in this event.